Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the rpms were in specification but erratic. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing the unit motor was not working. There was no information communicated regarding harm, injury, or delay. Due diligence is complete. No additional information is available. At product evaluation investigation the motor rpms were erratic. No adverse events were reported as a result of this malfunction.